Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the stapler lever was blocked during the first firing, and some staples had been setup. Surgeon had to do re-stapling to resolve the issue.

Event description:
According to the reporter, intra-operatively, the device lever was blocked during the first firing, some staples had been setup. A second stapling on first staples was done in order to resolve the issue. There was no patient injury involved regarding the event.